Manufacturer narrative:
Concomitant product: 3ml bd syringe, ventilator; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported IV caffeine was being administered through a syringe attached to a smartsite and medfusion tubing. At the end of the medication administration the nurse noted a pool of fluid in the cradle of the syringe pump and on the floor under the pump. The physician was notified due to a concern about whether the patient actually received any of the medication; the decision was made to not give any additional caffeine based on the patient's respiratory support, since the patient was already intubated on a ventilator with no plan to extubate. The nurse changed the smartsite and administered another (unspecified) medication. At the end of the flush for the second medication the nurse noted a few drops of fluid in the cradle of the infusion pump. At this point, the nurse changed out the entire set up replacing both the tubing and the second smartsite. There was no harm to the patient.

Manufacturer narrative:
The customer¿s report of a leak between the smartsite and medfusion tubing connection was not confirmed. Visual inspection observed no anomalies. Functional and pressure testing also showed no fault with the smartsite adaptors. The root cause of a leak between the smartsite and medfusion tubing connection was not identified.